Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also the right ventricular lead integrity alert was triggered.

Event description:
It was reported that an alert was triggered for lead noise/short v-v intervals. The patient was also noted to have many premature ventricular contractions. The lead remains in use. No patient complications have been reported as a result of this event.